Event description:
Healthcare professional reported left side " fluid accumulation (late edema) " and "mentions the recall." Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a6, b3, b5, d1, d2, d4, d6a, g2, g4, h4, h6.

Event description:
Patient additionally reported left side "having problems with the prostheses, swelling, pain, liquid" and "worried, desperate and without sleep".